Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing on stored electrograms. It was observed that the lead is already programmed to the most sensitive setting. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.